Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to an excessive mechanical stress possibly caused by trauma. However a trauma was not reported and to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No further information has been made available. The recipient was re-implanted.